Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping in the night, the infusion set's tubing broke off at the quick release. The site was lower abdomen and the pump was located on the hooks on neck. The infusion was used for a couple of days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.